Event description:
It was reported that during an attempted implant, the stylet was unable to be inserted and advance further into the lead. As the patient had tortuous vessels, the stylet could not be inserted and controlled easily. The stylet was attempted to be extracted, however it could not be extracted easily and required force. The stylet was finally extracted fully, but could not be re-inserted. It was noted that the lead exhibited kinks, which are considered to be due to pressure within the vessel. The lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the stylet stopped at 3 centimeters due to dried blood. Alcohol was applied to break up the blood and the stylet passed with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).